Event description:
It was reported that during tunica vaginalis testis procedure the surgeon had difficulty visualizing the vagina under local anesthesia. The pt has a history of bilateral joint disease which made it difficult to either flex or abduct pt hips. Post-operatively, the pt complained of pain and watery discharge. Upon examination the surgeon was able to palpate the mesh but could not visualize it. The surgeon reported that the tape is exposed due to inadequate wound closure at the time of the procedure. The surgeon plans to excise the tape under general anesthesia.